Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure using an 8f sheath. Reportedly, the suture was not present when the plunger was removed because it wasn't pushed in enough. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the suture was not present when the plunger was removed because it wasn't pushed in enough. It should be noted that the proglide instructions for use (IFU) states: use your other hand to deploy the needles by pushing on the plunger assembly (in the direction marked # 2) until you visually confirm the collar of the plunger makes contact with the proximal end of the body. The reported difficulty and subsequent treatment appear to be related deployment technique such that the plunger was not fully deployed to make contact with the handle body. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.